Event description:
It was reported that revision surgery was performed due to pain and elevated metal ions. The implants were removed and antibiotic spacers inserted. The devices were originally implanted in 2008.